Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown lcp distal lateral fibula plate / unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review / investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or about on (B)(6) 2020, the patient underwent a surgical procedure for a right fibular fracture with injury to the syndesmosis. The surgeon used a synthes lcp lateral distal fibula plate and locking screw system. Between on (B)(6) 2020, and on (B)(6) 2021, the patient would complain about issues with the right lower ankle pain. On (B)(6) 2021, the patient underwent emergency surgery to remove the synthes hardware. System previously surgically implanted due to an infected abscess observed on the patient's right ankle. As a result of the bacterial infection that resulted from the synthes hardware system, the patient had to undergo treatment with dalvance in an attempt to cure the infection. This report is for one (1) unk - plates: lcp distal lateral fibula. This is report 1 of 2 for complaint: (B)(4).